Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that his one touch ultra mini meter displayed an unidentified error. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the pt by phone to obtain add'l info. The pt said he saw an error on the meter display since he used it (the meter) for the first time. He said he didn't recall the error # and he had not test strips to attempt retesting. The pt apparently claimed he took increased insulin and developed symptoms "diabetic coma" because of the meter. The pt did not finish answering the troubleshooting questions and to told the cca he had to go. The pt's prods were replaced. The complaint is reported because the pt alleges he obtained an unspecified error message on the meter since the first time he used the meter. He claims he took increased insulin and later became comatose; it is inferred from this scenario that the pt may have become hypoglycemic after taking the insulin; this info was not provided by the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.